Event description:
As reported by hospital, PICC was inserted on (B)(6). Doses of cathflow were required on (B)(6). The PICC was removed after 16 days - the catheter was kinked, causing occlusions. The pt also had a skin reaction at the implantation site - redness and itching. No add'l pt complications. The used device has been returned for evaluation.

Manufacturer narrative:
Although no lot number was provided, device history review was conducted on lots identified by a shipping history as having recently shipped to the customer. The review confirmed that the lots met all material, assembly, and performance specifications. A review of the navilyst medical aug 2009 complaint report for the product family of xcela pasv PICC and the failure modes of "catheter blocked/occluded" and "allergic reaction" did not reveal any adverse trends. The returned PICC device did not appear to be damaged. When tested, the lumens of the catheter were confirmed to be patent, and no leakage occurred. The root cause of the reported occlusions is unable to be determined. A review of the sterile load forms associated with the identified device lots was performed. The review confirmed that the lots were released meeting all sterility specifications. The root cause of the reported skin irritation is unable to be confirmed. The directions for use packaged with the PICC device provide guidance on insuring lumen patency. Process controls for this product include 100% visual inspections for damage or defects, 100% leak testing, and guidewire checks for lumen patency. (B)(4).